Manufacturer narrative:
(B)(4) image analysis: four photographic images received from customer revealed patient suffered severe swelling, blistering, bruise , redness and infections to both legs. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter to perform radiofrequency ablation treatment of the great saphenous vein (gsv) and short saphenous vein (ssv). 4 segments were treated (both gsv's and both ssv's) and the vein did close. These procedures were carried out over 2 days - right gsv and right ssv treated with rf ablation on the first procedure day. Left gsv and left ssv treated with rf ablation on the second procedure day. IFU was followed and the procedure was carried out as normal. During follow-up (approximately 2-3 weeks later), it was observed that skin irritation, blistering and ulcerations had developed and progressively worsened, and patient experienced pain, swelling, and redness. The patient¿s family reported that a cream was applied to the skin irritation sites and that the patient is allergic to a component in the cream - it was unknown what cream or component in the cream the patient was allergic to. Additional treatment required included wound therapy and compression. Patient was referred to another clinic for possible ven a seal procedure; referral physician did not see any need to treat with vena seal, since all superficial veins previously treated were closed. A small amount of minimal ultrasound-guided foam sclerotherapy was injected into a small tributary near the skin irritation and ulcers. It has been reported that the patient had no symptoms of leg ulcers prior to the radiofrequency ablation treatments.